Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. The lot number was unknown; therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient's (hp) caregiver (cg) contacted baxter's technical service center regarding a system error (se) 2240 (air in line). The cg did not report when the alarm occurred. The patient was connected at the time of the alarm. The patient did not disconnect any time prior to the alarm. All the bags were properly spiked and connected. Patient extension lines were not being used and there were no open clamps on unused supply lines. There was nothing unusual noted about the supplies. The cg stated that she was able to clear the alarm after cycling the power on the homechoice machine a few times and already had disconnected the hp and removed the homechoice cassette from the machine to discard the supplies. The cg also stated she had contacted the nurse about missed therapy. The technical service representative (tsr) explained the alarm and advised that the homechoice machine is ok to use. The tsr reviewed proper procedure with the cg and she stated she would start a new therapy. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available as it was discarded.